Manufacturer narrative:
Batch review performed on 04 june 2024. Lot 2101555: (B)(4) items manufactured and released on 06-apr-2021. Expiration date: 2026-03-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 1 year after the primary, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the insert (14 to 17 mm). The surgery was completed successfully.